Manufacturer narrative:
(B)(4). The suspect affected component was returned for carefusion for further analysis however the investigation has yet to be completed. Upon completion of the investigation or in the event additional information is received a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that while being set-up prior to patient application the unit stopped working and gave the error message "motor fault". As this was during set up, there is no patient involvement, harm or injury.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the suspect faulty power supply. The reported event was reproduced and isolated to the metal¿oxide¿semiconductor field-effect transistor not outputting the required 48 volts for the motor.